Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and biliary colic ('pain was and it turned out to be my gallbladder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), biliary colic (seriousness criterion medically significant), pain ("pain"), balance disorder ("balance issue") and adverse event ("more health issues after removal"). The patient was treated with duloxetine hydrochloride (cymbalta), pregabalin (lyrica) and surgery (essure removal and gallbladder removed). Essure was removed. At the time of the report, the device breakage, biliary colic, fibromyalgia, pain and balance disorder outcome was unknown. The reporter considered adverse event, balance disorder, biliary colic, device breakage, fibromyalgia and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and biliary colic ('pain was and it turned out to be my gallbladder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), biliary colic (seriousness criterion medically significant), pain ("pain"), balance disorder ("balance issue") and adverse event ("more health issues after removal"). The patient was treated with duloxetine hydrochloride (cymbalta), pregabalin (lyrica) and surgery (essure removal and gallbladder removed). Essure was removed. At the time of the report, the device breakage, biliary colic, fibromyalgia, pain and balance disorder outcome was unknown. The reporter considered adverse event, balance disorder, biliary colic, device breakage, fibromyalgia and pain to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event more health issues after removal added. Reporters added. On 23-apr-2020: social media content received new reporter was added on 23-mar-2020: on 23-mar-2020: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and biliary colic ('pain was and it turned out to be my gallbladder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), biliary colic (seriousness criterion medically significant), pain ("pain") and balance disorder ("balance issue"). The patient was treated with duloxetine hydrochloride (cymbalta), pregabalin (lyrica) and surgery (essure removal and gallbladder removed). Essure was removed. At the time of the report, the device breakage, biliary colic, fibromyalgia, pain and balance disorder outcome was unknown. The reporter considered balance disorder, biliary colic, device breakage, fibromyalgia and pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event device breakage added. On 20-mar-2020: no new information. On 23-mar-2020: social media content received: reporter added. Events: pain and balance issue added. Fu 3, 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.